Event description:
It was reported that bd ultra-fine¿insulin syringe is difficult to retract and the injection is painful. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: customer returned (3) 1cc, 6mm, 31g u40 insulin syringes in an open poly bag from lot # 6291830. Customer states that the injection is painful and it takes a lot of force for the plungers to retract. All returned syringes were tested and all plungers were able to be exercised in the barrel without any observed defects. All syringes were also tested for point geometry, lube, and cannula od. The following was observed (specs: outer diameter for 31g: 0.0100¿-0.0105¿): data:sample 1, point: hooked, outer diameter (in): 0.0101, lube: good; sample 2, hooked, 0.0101, good; sample 3, hooked, 0.0101, good. All samples exhibited a hooked cannula point. A review of the device history record was completed for batch# 6291830. All inspections and challenges were performed per the applicable operations qc specifications. There were six (6) notifications (B)(4) noted that did not pertain to the complaint. There was one (1) notification (B)(4) noted for dry barrels. There was one (1) notification (B)(4) noted for broken plungers. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (plunger difficult to move). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿insulin syringe is difficult to retract and the injection is painful. No serious injury or medical intervention was reported.